Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy") and device dislocation ("right essure is seen, normally inserted. I don't see the left essure clearly") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, neck pain, cardiac arrhythmia and multiple cesarean sections. Concurrent conditions were listed as dyspepsia, vulvovaginitis, cervicalgia, flank pain, pharyngitis, dyspepsia, congenital cataract, arrhythmia, vertigo, dyspepsia, anxiety, otitis, anemia, migraine, back pain, vaginal candidiasis, insomnia, depressed mood, anxiety, abdominal pain, dysmenorrhea, lower abdominal discomfort and body mass index normal. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pregnancy with contraceptive device (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), adnexa uteri pain ("ovarian pain"), muscle contracture ("contractions"), pain in extremity ("leg pain"), anaemia ("anemia"), acne ("pimples"), abdominal pain ("abdominal pain"), headache ("headaches"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), blindness (" loss of vision"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("extreme fatigue"), diarrhoea ("diarrhea"), dizziness ("dizziness"), abortion spontaneous (" spontaneous abortion") and psychological trauma ("psychological damage"). The patient was treated with surgery (hysterectomy with laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for device dislocation, genital haemorrhage, adnexa uteri pain, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous and psychological trauma were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to genital haemorrhage, adnexa uteri pain, muscle contracture, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, back pain, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous, psychological trauma, pregnancy with contraceptive device or device dislocation. The reporter commented: as a contraceptive method, until then, I used coitus interruptus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.747 kg/sqm. [Allergy test] (date unknown): negative for dust mites, tree pollens, grasses and weeds, fungi, animal epithelia and feathers, ltp, profilin, latex and anisakis [biopsy] on (B)(6) 2019: essure device and uterine tube segment. No relevant alterations are seen externally or when cut [gynaecological examination] on (B)(6) 2019: no evidence of the existence of essures remains is found.; (date unknown): observing normal uterus, tubes, and ovaries, without inflammatory signs. In addition, douglas endometriotic foci are observed [magnetic resonance imaging pelvic] on (B)(6) 2018: essure is visualized in the infundibulum/right tube [ultrasound scan] in 2018: right essure is seen, normally inserted. I don't see the left essure clearly; (date unknown): satisfactory results [x-ray] on (B)(6) 2018: normal-inserted essure's is seen. Both essure's are seen normal-inserted (distance between essure's of 38 mm); on (B)(6) 2019: with the previous radiographic images from when she was wearing the essures, there is no evidence that they currently exist quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("right essure is seen, normally inserted. I don't see the left essure clearly"), abortion spontaneous ("spontaneous abortion"), pregnancy with contraceptive device ("pregnancy"), pelvic inflammatory disease ("pelvic inflammatory disease") and device breakage ("device breakage") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of alcohol use, urticaria, anemia, neck pain, cardiac arrhythmia and multiple cesarean sections. Concurrent conditions were listed as non-smoker, galactorrhea female, vulvovaginitis, vaginal lesion, dyspareunia, contact dermatitis, nickel allergy, allergic rhinitis, hypermenorrhea, dysmenorrhea, dyspepsia, vulvovaginitis, cervicalgia, flank pain, pharyngitis, dyspepsia, congenital cataract, arrhythmia, vertigo, dyspepsia, anxiety, otitis, anemia, migraine, back pain, vaginal candidiasis, insomnia, depressed mood, anxiety, abdominal pain, dysmenorrhea, lower abdominal discomfort and body mass index normal. Concomitant products included omeprazole, nolotil (dextropropoxyphene, metamizole magnesium), ketoconazole, trankimazin (alprazolam) and diazepam. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abortion spontaneous (seriousness criterion medically important), pregnancy with contraceptive device (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), device breakage (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), adnexa uteri pain ("ovarian pain"), muscle contracture ("contractions"), pain in extremity ("leg pain"), anaemia ("anemia"), abdominal pain ("abdominal pain"), acne ("pimples"), headache ("headaches"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), blindness (" loss of vision"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("extreme fatigue"), diarrhoea ("diarrhea"), dizziness ("dizziness") and psychological trauma ("psychological damage"). The patient was treated with surgery (hysterectomy with laparoscopic bilateral salpingectomy and). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for pelvic pain, device dislocation, abortion spontaneous, pelvic inflammatory disease, device breakage, genital haemorrhage, adnexa uteri pain, pain in extremity, anaemia, abdominal pain, acne, headache, swelling, hypersensitivity, metal poisoning, blindness, depression, anxiety, premature menopause, fatigue, diarrhoea, dizziness and psychological trauma were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device breakage and pelvic inflammatory disease to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, adnexa uteri pain, muscle contracture, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, back pain, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous, psychological trauma, pregnancy with contraceptive device or device dislocation. The reporter commented: as a contraceptive method, until then, I used coitus interruptus. On an unknown date: the patient reports the after-effects of loss of fallopian tubes, which had to be removed to remove the essure devices, at least in part, because they were not removed in their entirety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.747 kg/sqm. [Allergy test] (date unknown): negative for dust mites, tree pollens, grasses and weeds, fungi, animal epithelia and feathers, ltp, profilin, latex and anisakis [biopsy] on (B)(6) 2019: essure device and uterine tube segment. No relevant alterations are seen externally or when cut [blood pressure diastolic] on(B)(6) 2019: 69. [Blood pressure systolic] on (B)(6) 2019: 101. [Gynaecological examination] on (B)(6) 2019: no evidence of the existence of essures remains is found.; (date unknown): observing normal uterus, tubes, and ovaries, without inflammatory signs. In addition, douglas endometriotic foci are observed [haematocrit] on (B)(6) 2019: 43. [Haemoglobin] on (B)(6) 2019: 13.9. [Heart rate] on (B)(6) 2019: 73. [Magnetic resonance imaging pelvic] on (B)(6) 2018: s intense hypogastric pain since essure was inserted in 2014; on (B)(6) 2018: essure is visualized in the infundibulum/right. Tube [pathology test] on (B)(6) 2019: according to the hospital's radiology report, no remains of the device were visible, and this was confirmed by the pathology report [ultrasound scan] in 2018: right essure is seen, normally inserted. I don't see the left essure clearly; (date unknown): satisfactory results [x-ray] on (B)(6) 2014: physician considered that the essure devices were correctly placed and positioned (normally inserted). The medical history indicates that they were 38 mm apart. However, according to the x-ray, the distance between the devices exceeded 4 cm, which was the maximum distance to be considered correctly placed. The distance between the devices was 5 cm; on (B)(6) 2014: pelvic inflammatory disease the patient underwent a simple abdominal x-ray, showing both proximal ends of the right and left devices, with an average distance of 50 mm, showing symmetrical arrangement with slight upper concavity.; on (B)(6) 2018: normal-inserted essure's is seen. Both essure's are seen normal-inserted (distance between essure's of 38 mm); on (B)(6) 2019: with the previous radiographic images from when she was wearing the essures, there is no evidence that they currently exist; in (B)(6) 2024: adiologist states that both contain a piece of the essure device; on (B)(6) 2024: which revealed a metallic foreign body of approximately 1 mm [x-ray of pelvis and hip] on (B)(6)2019: which showed that no remains of the essure device were left in the cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. New events device breakage & pelvic inflammatory diseases were added. Medical history, lab data, concomitant conditions were added. Concomitant drugs were added. New reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("right essure is seen, normally inserted. I don't see the left essure clearly"), abortion spontaneous ("spontaneous abortion") and pregnancy with contraceptive device ("pregnancy") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, neck pain, cardiac arrhythmia and multiple cesarean sections. Concurrent conditions were listed as dyspepsia, vulvovaginitis, cervicalgia, flank pain, pharyngitis, dyspepsia, congenital cataract, arrhythmia, vertigo, dyspepsia, anxiety, otitis, anemia, migraine, back pain, vaginal candidiasis, insomnia, depressed mood, anxiety, abdominal pain, dysmenorrhea, lower abdominal discomfort and body mass index normal. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abortion spontaneous (seriousness criterion medically important), pregnancy with contraceptive device (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), adnexa uteri pain ("ovarian pain"), muscle contracture ("contractions"), pain in extremity ("leg pain"), anaemia ("anemia"), abdominal pain ("abdominal pain"), acne ("pimples"), headache ("headaches"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), blindness (" loss of vision"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("extreme fatigue"), diarrhoea ("diarrhea"), dizziness ("dizziness") and psychological trauma ("psychological damage"). The patient was treated with surgery (hysterectomy with laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, device dislocation, abortion spontaneous, genital haemorrhage, adnexa uteri pain, pain in extremity, anaemia, abdominal pain, acne, headache, swelling, hypersensitivity, metal poisoning, blindness, depression, anxiety, premature menopause, fatigue, diarrhoea, dizziness and psychological trauma were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to genital haemorrhage, adnexa uteri pain, muscle contracture, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, back pain, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous, psychological trauma, pregnancy with contraceptive device or device dislocation. The reporter commented: as a contraceptive method, until then, I used coitus interruptus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.747 kg/sqm. [Allergy test] (date unknown): negative for dust mites, tree pollens, grasses and weeds, fungi, animal epithelia and feathers, ltp, profilin, latex and anisakis [biopsy] on (B)(6) 2019: essure device and uterine tube segment. No relevant alterations are seen externally or when cut [gynaecological examination] on (B)(6) 2019: no evidence of the existence of essures remains is found.; (date unknown): observing normal uterus, tubes, and ovaries, without inflammatory signs. In addition, douglas endometriotic foci are observed [magnetic resonance imaging pelvic] on (B)(6) 2018: essure is visualized in the infundibulum/right tube [ultrasound scan] in 2018: right essure is seen, normally inserted. I don't see the left essure clearly; (date unknown): satisfactory results [x-ray] on (B)(6) 2018: normal-inserted essure's is seen. Both essure's are seen normal-inserted (distance between essure's of 38 mm); on (B)(6) 2019: with the previous radiographic images from when she was wearing the essures, there is no evidence that they currently exist. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification pregnancy outcome is updated from not reported to spontaneous abortion,. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right essure is seen, normally inserted. I don't see the left essure clearly") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia, neck pain, cardiac arrhythmia and cesarean section. Concurrent conditions were listed as dyspepsia, vulvovaginitis, cervicalgia, flank pain, pharyngitis, dyspepsia, congenital cataract, arrhythmia, vertigo, dyspepsia, anxiety, otitis, anemia, migraine, back pain, vaginal candidiasis, insomnia, depressed mood, anxiety, abdominal pain, dysmenorrhea, lower abdominal discomfort and body mass index normal. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), adnexa uteri pain ("ovarian pain"), muscle contracture ("contractions"), pain in extremity (" leg pain"), anaemia ("anemia"), acne ("pimples"), abdominal pain ("abdominal pain"), headache ("headaches"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), metal poisoning ("metallosis"), blindness (" loss of vision"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("extreme fatigue"), diarrhoea ("diarrhea"), dizziness ("dizziness"), abortion spontaneous (" spontaneous abortion"), mental disorder ("psychological damage") and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for device dislocation, genital haemorrhage, adnexa uteri pain, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous and mental disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to genital haemorrhage, adnexa uteri pain, muscle contracture, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, back pain, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous, mental disorder, pregnancy with contraceptive device or device dislocation. The reporter commented: as a contraceptive method, until then, I used coitus interruptus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.747 kg/sqm. [Allergy test] (date unknown): negative for dust mites, tree pollens, grasses and weeds, fungi, animal epithelia and feathers, ltp, profilin, latex and anisakis [biopsy] on (B)(6) 2019: essure device and uterine tube segment. No relevant alterations are seen externally or when cut [gynaecological examination] on (B)(6) 2019: no evidence of the existence of essures remains is found.; (date unknown): observing normal uterus, tubes, and ovaries, without inflammatory signs. In addition, douglas endometriotic foci are observed [magnetic resonance imaging pelvic] on (B)(6) 2018: essure is visualized in the infundibulum/right tube [ultrasound scan] in 2018: right essure is seen, normally inserted. I don't see the left essure clearly; (date unknown): satisfactory results [x-ray] on (B)(6) 2018: normal-inserted essure's is seen. Both essure's are seen normal-inserted (distance between essure's of 38 mm); on (B)(6) 2019: with the previous radiographic images from when she was wearing the essures, there is no evidence that they currently exist. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] . Right essure is seen, normally inserted. I don't see the left essure clearly [device dislocation] . Spontaneous abortion [spontaneous abortion] . Pregnancy [pregnancy with contraceptive device] . Pelvic inflammatory disease [pelvic inflammatory disease] . Device breakage [device breakage] . Excessive bleeding [genital bleeding] . Ovarian pain [ovarian pain] . Contractions [contracture] . Leg pain [leg pain] . Anemia [anemia] . Abdominal pain [abdominal pain] . Pimples [pimples] . Headaches [headache] . Swelling [swelling nos] . Allergic reaction [allergic reaction] . Metallosis [metal poisoning] . Loss of vision [loss of vision] . Depression [depression] . Anxiety [anxiety] . Back pain [back pain] . Early menopause [early menopause] . Extreme fatigue [fatigue extreme] . Diarrhea [diarrhea] . Dizziness [dizziness] . Psychological damage [psychological trauma] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("right essure is seen, normally inserted. I don't see the left essure clearly"), abortion spontaneous ("spontaneous abortion"), pregnancy with contraceptive device ("pregnancy"), pelvic inflammatory disease ("pelvic inflammatory disease") and device breakage ("device breakage") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of alcohol use, urticaria, anemia, neck pain, cardiac arrhythmia and multiple cesarean sections. Concurrent conditions were listed as non-smoker, galactorrhea female, vulvovaginitis, vaginal lesion, dyspareunia, contact dermatitis, nickel allergy, allergic rhinitis, hypermenorrhea, dysmenorrhea, dyspepsia, vulvovaginitis, cervicalgia, flank pain, pharyngitis, dyspepsia, congenital cataract, arrhythmia, vertigo, dyspepsia, anxiety, otitis, anemia, migraine, back pain, vaginal candidiasis, insomnia, depressed mood, anxiety, abdominal pain, dysmenorrhea, lower abdominal discomfort and body mass index normal. Concomitant products included omeprazole, nolotil (dextropropoxyphene, metamizole magnesium), ketoconazole, trankimazin (alprazolam) and diazepam. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abortion spontaneous (seriousness criterion medically important), pregnancy with contraceptive device (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), device breakage (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), adnexa uteri pain ("ovarian pain"), muscle contracture ("contractions"), pain in extremity ("leg pain"), anaemia ("anemia"), abdominal pain ("abdominal pain"), acne ("pimples"), headache ("headaches"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), blindness (" loss of vision"), depression ("depression"), anxiety ("anxiety"), back pain ("back pain"), premature menopause ("early menopause"), fatigue ("extreme fatigue"), diarrhoea ("diarrhea"), dizziness ("dizziness") and psychological trauma ("psychological damage"). The patient was treated with surgery (hysterectomy with laparoscopic bilateral salpingectomy and ). At the time of the report, the outcomes for pelvic pain, device dislocation, abortion spontaneous, pelvic inflammatory disease, device breakage, genital haemorrhage, adnexa uteri pain, pain in extremity, anaemia, abdominal pain, acne, headache, swelling, hypersensitivity, metal poisoning, blindness, depression, anxiety, premature menopause, fatigue, diarrhoea, dizziness and psychological trauma were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device breakage and pelvic inflammatory disease to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, adnexa uteri pain, muscle contracture, pain in extremity, anaemia, acne, abdominal pain, headache, swelling, hypersensitivity, pelvic pain, metal poisoning, blindness, depression, anxiety, back pain, premature menopause, fatigue, diarrhoea, dizziness, abortion spontaneous, psychological trauma, pregnancy with contraceptive device or device dislocation. The reporter commented: as a contraceptive method, until then, I used coitus interruptus. On an unknown date: the patient reports the after-effects of loss of fallopian tubes, which had to be removed to remove the essure devices, at least in part, because they were not removed in their entirety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.747 kg/sqm. [Allergy test] (date unknown): negative for dust mites, tree pollens, grasses and weeds, fungi, animal epithelia and feathers, ltp, profilin, latex and anisakis [biopsy] on (B)(6) 2019: essure device and uterine tube segment. No relevant alterations are seen externally or when cut [blood pressure diastolic] on (B)(6) 2019: 69. [Blood pressure systolic] on (B)(6) 2019: 101. [Gynaecological examination] on (B)(6) 2019: no evidence of the existence of essures remains is found.; (date unknown): observing normal uterus, tubes, and ovaries, without inflammatory signs. In addition, douglas endometriotic foci are observed [haematocrit] on (B)(6) 2019: 43. [Haemoglobin] on (B)(6) 2019: 13.9. [Heart rate] on (B)(6) 2019: 73. [Magnetic resonance imaging pelvic] on (B)(6) 2018: s intense hypogastric pain since essure was inserted in 2014; on (B)(6) 2018: essure is visualized in the infundibulum/right tube. [Pathology test] on (B)(6) 2019: according to the hospital's radiology report, no remains of the device were visible, and this was confirmed by the pathology report. [Ultrasound scan] in 2018: right essure is seen, normally inserted. I don't see the left essure clearly; (date unknown): satisfactory results. [X-ray] on (B)(6) 2014: physician considered that the essure devices were correctly placed and positioned (normally inserted). The medical history indicates that they were 38 mm apart. However, according to the x-ray, the distance between the devices exceeded 4 cm, which was the maximum distance to be considered correctly placed. The distance between the devices was 5 cm; on (B)(6) 2014: pelvic inflammatory disease the patient underwent a simple abdominal x-ray, showing both proximal ends of the right and left devices, with an average distance of 50 mm, showing symmetrical arrangement with slight upper concavity.; on (B)(6) 2018: normal-inserted essure's is seen. Both essure's are seen normal-inserted (distance between essure's of 38 mm); on (B)(6) 2019: with the previous radiographic images from when she was wearing the essures, there is no evidence that they currently exist; in (B)(6) 2024: adiologist states that both contain a piece of the essure device; on (B)(6) 2024: which revealed a metallic foreign body of approximately 1 mm. [X-ray of pelvis and hip] on (B)(6) 2019: which showed that no remains of the essure device were left in the cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: reference number added. Annex e codes updated for related events. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.